Event description:
It was reported the patient¿s pump and catheter were explanted due to a suspected csf (cerebral spinal fluid) leak and an infection in the pump pocket. Drainage at the pocket incisional wound opening was observed. A culture was taken from the device pocket, and the infection was specified to be a staph infection. It was later reported the csf leak was confirmed and after removing the catheter, the patient was doing fine. The infection had been managed, and the patient was going to have a pump and catheter re-implanted once everything had healed. Additional information later received reported the health care provider (hcp) indicated the onset/diagnosis of the infection was (B)(6) 2013. The patient did not have meningitis. Signs and symptoms included fever, redness, swelling, drainage, and pain. The primary location of infection was the device pocket. Cultures were acquired from the device pocket and blood. The type of organism cultured was staphylococcus aureus . The patient received IV antibiotics. The infection resolved. The pump was used to deliver lioresal.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).